Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and device history record (DHR) review. Additional information provided in sections d4, d10 and h4. The suspect device was returned to olympus and evaluated. The lot number of the returned device is labeled as fr853719, which differs from the initially reported lot number. Upon visual inspection of the returned device, it was noted that the latch was in the "on" position. The device appeared used with bio-material on the handle, cut blade and distal jaws of the device. The distal jaws meshed and were observed to be aligned well. The shaft was straight and freely rotated. The cut blade extended and the jaws opened and closed smoothly. Tissue build up was noted near the flare and inside the handle. The latch function was turned off. The latch did not maintain consistent operation in this mode. Furthermore an abnormal clicking sound was heard during actuation in this mode. The handle was then disassembled to further investigate the cause of the abnormal behavior. Upon separation of the handle halves, additional bio-material was noted inside the handle cavity. All components were observed intact and in place. The clicking was a result of the latch becoming engaged/disengaged during actuation in the "off" condition. The handle half containing the latch mechanism was then cleaned with an enzymatic detergent. After cleaning, it was evident that slop was observed in the operation of the latch slider. This likely is due to deformation, possibly consistent with heavy use, of p3600846-001 slider, selection, latch. A caliper (cal-060, due aug 2020) was used to measure the dimensions. The measurement was nominal near the outer edges and gradually fell out of specification near the middle of the part. The package-level and device-level DHR¿s for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the deformation could not be determined.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report of pk cutting forceps (pk-cf0533), lot number fr853603, that would not open upon usage. It was not reported when during the unspecified procedure this malfunction occurred, and if the device was in use on a patient when this reported incident occurred. The physician completed the intended procedure with a similar device and it was reported there was no patient injury or death.